Event description:
The patient developed an infection in tooth location # 20 after the fixture had been placed for more than four (4) years. The doctor indicated that the infection was the only contributing factor for implant removal.

Manufacturer narrative:
(B)(4).